Event description:
It was reported that, ¿the pt was dislocating anteriorly so the surgeon revised.¿

Manufacturer narrative:
It was noted that x-rays, medical reports and explants will not be provided as per the hospital policy. If additional information is provided, the evaluation results will be submitted in a supplemental report.